Event description:
The customer reported an issue with their insulin pump, where the displayed fill estimate was significantly different from what was expected, showing 30 units instead of the anticipated 280 units. There was no adverse impact to the customer¿s blood glucose level reported. To resolve the issue, the customer was advised to load a new cartridge.